Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:12:17. During night drain cycle eight, the patient's ultrafiltration reading was 1782ml, indicating the home patient (hp) drained 1382ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Additional method code - 3372. The device was evaluated and the reported issue was confirmed through the review of the logs. The cause of the reported issue was determined to be use error, tidal total ultra filtration (uf) removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.